Event description:
On september 6, 2004, the pt reportedly would not wear the external equipment. On the event date, the patient was seen by company rep for evaluation. While undergoing device testing, the patient experienced an uncomfortable sensation. Surgery to explant the patient's device was scheduled.